Manufacturer narrative:
(B)(4). The complaint was confirmed, based on the customer report. The cause was determined to be use error. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) had left the unused lines' clamps open. The technical service representative (tsr) explained why therapy was then over with this air alarm. The tsr had the hp cycle the power to get system error 2367 and again to get back to the start. The tsr said to notify the registered nurse (rn) about air alarm and new supplies were to be used. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.